Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device retained by hospital.

Event description:
It was reported that in implanting an anchorage ii mpj plate, the locking screw would not lock into the distal hole of the plate. The screw would go in, but instead of locking would simply keep spinning. A second screw was used and behaved the same way. Surgeon decided to leave an unlocked locking screw in the patient and used a non-locking screw for the second distal hole. Rep reported a surgical delay of approximately 30 minutes.